Event description:
It was reported that when the device was used during a gastrectomy, the tissue was cut and some staples closed, but some staples did not close. Another device was used to complete the case. There was no consequence to the pt.